Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic') in a 41-year-old female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, breast reduction, cesarean section, sinus operation and tracheostomy. Concurrent conditions included colonoscopy, crying, cervix inflammation, kidney stones, asthma, scar, allergic reaction to analgesics, penicillin allergy, allergic reaction to analgesics, dysuria, pap smear abnormal and human papilloma virus test positive. Concomitant products included ibuprofen (motrin) since december 2014, paracetamol (tylenol) since december 2014 and tramadol since september 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: de12ression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"), 3 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure insert was placed successfully and 3 coils were seen on the left side. On the right side 6 coils were seen in the endometrial cavity. Discrepancy noted:-she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, dyspareuna. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic') in a 41-year-old female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, breast reduction, cesarean section, sinus operation and tracheostomy. Concurrent conditions included colonoscopy, crying, cervix inflammation, kidney stones, asthma, scar, allergic reaction to analgesics, penicillin allergy, allergic reaction to analgesics, dysuria, pap smear abnormal and human papilloma virus test positive. Concomitant products included ibuprofen (motrin) since december 2014, paracetamol (tylenol) since december 2014 and tramadol since september 2018. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: de12ression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"), 3 years 8 months after insertion of essure. In september 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019 at the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure insert was placed successfully and 3 coils were seen on the left side. On the right side 6 coils were seen in the endometrial cavity. Discrepancy noted:-she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, dyspareuna. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant changes done. Evaluation codes added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic') in a (B)(6) year-old female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, breast reduction, cesarean section, sinus operation and tracheostomy. Concurrent conditions included colonoscopy, crying, cervix inflammation, kidney stones, asthma, scar, allergic reaction to analgesics, penicillin allergy, allergic reaction to analgesics, dysuria, pap smear abnormal and human papilloma virus test positive. Concomitant products included ibuprofen (motrin) since (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2014 and tramadol since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: "de12ression""), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"), 3 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure insert was placed successfully and 3 coils were seen on the left side. On the right side 6 coils were seen in the endometrial cavity. Discrepancy noted: she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, dyspareuna. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received: case become incident. Lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, anxiety, nausea, dysmenorrhea, dyspareunia, vaginal discharge, device monitoring procedure not performed were added. Event onset date and outcome of pelvic pain were updated. Concomitant drugs and conditions were added. Essure removal date and surgeries were added. Reporters were added. Plaintiffs demographics were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic') in a 41-year-old female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, breast reduction, cesarean section, sinus operation and tracheostomy. Concurrent conditions included colonoscopy, crying, cervix inflammation, kidney stones, asthma, scar, allergic reaction to analgesics, penicillin allergy, allergic reaction to analgesics, dysuria, pap smear abnormal and human papilloma virus test positive. Concomitant products included ibuprofen (motrin) since (B)(6)2014, paracetamol (tylenol) since (B)(6)2014 and tramadol since (B)(6)2018. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"), 3 years 8 months after insertion of essure. In (B)(6)2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure insert was placed successfully and 3 coils were seen on the left side. On the right side 6 coils were seen in the endometrial cavity. Discrepancy noted:-she did not undergo confirmation test. She had been treated for pain, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.